Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that auto release did not work and the injury to the dura occurred when the surgeon used it to open the 2nd hole. The dura matter constoration was performed. There was no damage to the brain parenchyma (it was confirmed by the image). The product was single-use. It was unknown whether the hole step and bone pad were formed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The perforator was returned for evaluation. The device was visually inspected; no anomalies were found. The device had heavy damage to the plastic sleeve and required resleeving prior to functional testing. Once resleeved, the unit completed a series of five holes and was found to have performed as intended. A review of manufacturing records was not possible, as the lot number on the damaged sleeve was not legible. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.